Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the "red electrode" on the external pulse generator (epg) was broken. It was noted that the pacemaker was placed in the off-standby state; the pacemaker was properly fixed and the electrode was connected. Later, when the broken electrode was noted, the epg was removed since it was in standby state. The status of the epg is unknown. No patient complications have been reported as a result of this event.